Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was given warning generator is busy starting up, no x-ray is possible. Upon troubleshooting, the philips field service engineer (fse) checked the error log and found power inverter (point) certeray defective. Upon checking with customer, quote for replacement service was sent to customer however the quote was expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was given warning: generator is busy starting up; no x-ray is possible. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.